Event description:
The manufacturer was notified on (B)(6) 2014 that mitroflow valve (lxa, size 23) was explanted after 6.3 years.

Manufacturer narrative:
Review of device history records will be conducted. Device is in the process of being returned to the manufacturer. Histopathological evaluation will be conducted upon return of valve.

Manufacturer narrative:
This mitroflow valve was explanted after 6 years and 4 months due to a reported prosthetic insufficiency. Gross examination revealed tears in leaflets b and c that contributed to insufficiency. Pannus tissue overgrowth caused a low degree of stenosis. There was no evidence of calcification or endocarditis in the returned valve. Cuspal tears without calcification are related to direct mechanical damage to the collagen structure during functional opening and closure of the cusp. Histological analysis, performed in this mitroflow valve, showed the presence of lipid infiltration (cholesterol clefts) in the leaflet pericardial tissue. This lipid infiltration, as supported from the scientific literature, may contribute to localized leaflet stiffness, and if associated with a degeneration of collagen fibers, as detected in the samples from this mitroflow valve, may lead to leaflet tears. It is possible that the patient's clinical conditions and risk factors (hypertension, coronary artery disease and moderate obesity) may have contributed to the structural valve deterioration observed in this mitroflow valve.

Event description:
The manufacturer was notified on (B)(6) 2014 that mitroflow valve (lxa, size23) was explanted after 6.3 years.